Event description:
In this event it was reported that an ankylos conical reamer fractured during an implant site preparation procedure. The reamer fractured in the ratchet insert. The treatment was not completed successfully on the same day because the doctor had to order an additional reamer.

Manufacturer narrative:
The investigation of the returned conical reamer has shown that the fracture was caused by torque. No material defect was found during investigation of the fracture surface. The conical reamer is designed for preparing the implant site to fit the implant design. The implant site must be prepared by using first the pilot drill, then the two tri-spade-drills, followed by the conical reamer and finally the thread tab. There is no information in the complaint form whether this surgical protocol was correctly followed. If the protocol was not followed the torques values may have been too high and led to the fracture. As a result of this malfunction, the potential for surgical intervention exists to preclude impairment of a body function. This event, therefore, is reportable per 21cfr part 803. The implant loss will be reported separately via asr.